Event description:
It was reported by service report that the wheels were sticking and the bed would not drive. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: caster assembly.